Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Event description:
It was reported that since a few weeks the patient hears a strange noise when he is wearing his speech processor. First the strange noise occurred only seldom but the occurrence is increasing. Testing showed that the device has malfunctioned. An accident or trauma is not known. The external parts were checked.